Event description:
During a shoulder arthroscopy procedure, it was reported the wand shot flames at the distal tip of the lancelot with integrated cable arthrowand. No injury was caused to the pt or the physician.

Manufacturer narrative:
The investigation is currently in progress.